Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was asked but not provided. Device lot number: unknown as information was not provided. Catalog number: partial catalog number indicated since lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI number: a complete UDI number is unknown as product lot number was not provided. Date implanted: not applicable, as the cartridge is not an implantable device. Date explanted: not applicable, as the cartridge is not an implantable device. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Device manufacture date: unknown, as product lot number was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information regarding the complaint; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to observing a mark across the middle of the lens upon implantation. Account indicated that the mark was made by the instrument that went over the top of the lens; however, no issues were noted on the cartridge. The replacement lens was of the same model and diopter size. It was provided that the incision was enlarged to remove the iol. Patient outcome was reported as fine. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review of the file it was determined that the suspect product is the dk7796 handpiece and not the platinum cartridge. Although the account did not provide any handpiece information, dk7796 is the recommended handpiece to be used with zxr00 model lenses as per the directions for use. The dk7796 handpiece is not johnson & johnson reporting responsibility; therefore, the event is no longer reportable for the cartridge and no further information will be provided under this manufacturer report number 3012236936-2022-00146.